Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced wound dehiscence, drainage, soreness, and bruising at the ipg site. Further investigation revealed infection at the site. As a result, the patient was administered antibiotics to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was relocated to a new pocket to address the issue. Additional information, the old pocket site did have a small superficial pocket of pus that was removed, cultured and washed out.

Event description:
Additional information indicates the infection has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.